Manufacturer narrative:
The certas valve (ID 828800) was returned for evaluation. Device history record (DHR) - product code 828800 with lot 6544982, conformed to the specifications when released. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected; the distal connector has been pulled out of the silicone housing. The connector and silicone housing were visually inspected no defects were noted with the connector or the silicone housing. Root cause analysis ¿ the root cause for the issue reported by the customer could be due to wrong handling of the device, as no damage was found with the silicone housing or the connector it seems the connector has been pulled out of the silicone housing.

Event description:
A facility reported breakage in the distal outlet connector of a certas valve (828800) during implantation. The event occurred when a physician performed a ventriculoperitoneal (vp) shunt case and connected the end of the peritoneal catheter to the distal outlet connector of the valve. A physician tied the catheter to the outlet connector with sutures to ensure a tight connection to prevent cerebrospinal fluid (csf) leakage. However, the distal outlet connector was detached from the device and fell into the surgical site. There was no patient injury and the broken part was removed using a surgical device (e.g. Forceps). Although there were no other fragments, irrigation was conducted several times with saline fluid just in case and no issue occurred. Radiographic test to look for fragments was not conducted since it seems unnecessary. The procedure was completed with a replacement product available. There was a slight delay due to the valve replacement, however, there was no critical delay noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.